Manufacturer narrative:
The impella pump and data stick were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support and became hypertensive and hemodynamically unstable requiring intervention. The patient presented to the emergency department with severe chest pain and shortness of breath and an electrocardiogram showed an anterior st-segment elevation myocardial infarction. The patient went into ventricular fibrillation arrest requiring one round of advance cardiovascular life support and 10 defibrillator shocks. Return of spontaneous circulation was achieved and the patient was transported to the catheterization lab. Catheterizations were completed with percutaneous coronary intervention (transluminal coronary angioplasty and a drug-eluting stent) to the left anterior descending artery. An impella cp was implanted via the right femoral artery without incident. While prepping the patient was transfer via lifeline. The patient became extremely hypertensive for an extended amount time. Sedation was increased and the patient was transferred uneventfully. Now into the next day, upon arrival in the unit, there was a struggle to correct gases and electrolytes. Point of care ultrasound showed the impella cp pump to be slightly deep. However, the team felt no need to reposition at such time. The decision was made to decrease flows to a p-4 support level as the patient remained hypertensive. Shortly thereafter, the patient had "several" events where the mean arterial pressure dropped to the 30's. The patient was started on epinephrine and levophed. Systemic heparin was started. The decision was made to not complete the automated impella controller (aic)-to-aic exchange as the patient was unstable. Approximately eight hours later, the patient was noted to be hemodynamically stable and off all drips (continuing on heparin and amiodarone). Pulses palpable for bilaterial lower extremities. The aic-to-aic exchange was completed. The next day it was noted the patient was successfully weaned from the impella cp support and the device was explanted with a survived outcome.

Manufacturer narrative:
The investigation for the hemodynamic instability and hypertension has been completed. Clinical details state that hypertension and pump flow level was reduced to p4. The pump was returned for investigation and no kinks or abnormalities were observed. The root cause of the hypertension and hemodynamic instability was unable to be determined due to insufficient clinical details.